Event description:
It was reported to boston scientific corporation that a zero tip basket device was used in the kidney during a retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2023. During the procedure, after using the basket for a few times the physician wanted to pull out the stone; however, the basket wire broke and it was completely detached from the basket. It was reported that the fragment was retrieved using forceps. The procedure was completed with another zero tip basket device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire completely detached.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire completely detached. Block h10: investigation results: the returned zero tip baskets was analyzed, and a visual evaluation noted that one basket wire was broken. Functional examination was performed, and the handle was actuated. Additionally, the basket was able to open and close. Microscopic examination was performed, and it was noticed that one basket wire was broken and not fully detached. With all the available information, boston scientific concludes that the reported event of basket wire break was confirmed. Based on the investigation results, the basket wire break can be attributed to the material of the basket wire, and it was determined that this failure is inherent to the design of the product. During manufacturing the devices are inspected in order to confirm the basket legs are not crossed and no wires are broken, these steps of the process would have detected the encountered issue. Therefore, the most probable root cause is cause traced to device design.

Event description:
It was reported to boston scientific corporation that a zero tip basket device was used in the kidney during a retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2023. During the procedure, after using the basket for a few times the physician wanted to pull out the stone; however, the basket wire broke and it completely detached from the basket. It was reported that the fragment was retrieved using forceps. The procedure was completed with another zero tip basket device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.